Event description:
While reviewing the available programming history for this pt, it was noted that there was high impedance on the day of implant. No other diagnostics were available in the programming history. It is unk if the high impedance resolved after implant surgery. Attempts for further info have been unsuccessful to date.

Event description:
Additional information was received from physician indicating that the patient's vns was working ok. The generator was recently replaced due to end of service. No diagnostics on old generator given, but diagnostics from new generator were all ok with dc/dc code = 1, so the lead appears to be functioning properly. The high impedance seen from 2005 likely resolved during the initial implant surgery. No device failure is suspected.